Manufacturer narrative:
H.6. Investigation: since no samples displaying the reported condition were received the reported defect could not be confirmed. A device history record review was completed for provided lot number 0100479. A review showed insufficient silicone issue was reported during the production. Product was requalified per applicable acceptable quality limit before production resumed.

Event description:
It was reported 652 barrel 1cc s/t w/sil no bd logo/tb bns had difficult plunger movement. The following information was provided by the initial reporter: "the customer said the plunger in the syringe is not working. Product was used on patient."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 652 barrel 1cc s/t w/sil no bd logo/tb bns had difficult plunger movement. The following information was provided by the initial reporter: "the customer said the plunger in the syringe is not working. Product was used on patient".